Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the up arrow keypad button was intermittently unresponsive. The reporter stated that the keypad emblems were worn but the keypad rubber was intact. The patient reportedly wore the pump in a pocket, used a protective skin on the pump, and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required several hard presses to elicit a response. The down arrow, contrast and ok keys responded appropriately. Evaluation revealed that there was contamination under the keypad contacts.